Event description:
It was reported that a spectrum pump had muted audio output. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported muted audio which was not reproduced. The eval found the back flex cable to not be fully seated into the input/output printed circuit board (I/o pcb) causing an intermittent connection which disrupted the audio. All detection capabilities and visual alerts were found to be functioning as expected. The flex cable was properly seated into the connection on the I/o pcb.